Event description:
It was reported that the patient presented for device upgrade. Noise was noted on the lead via merlin.net. However, pre-op testing didn't reveal noise. The lead was explanted and replaced without any complications. The patient's condition was good after the event.

Manufacturer narrative:
External insulation abrasions were found at 16.4-16.7cm and 18.0-18.3cm from the is-1 pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the 16.4- 16.7cm abrasion location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.